Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the right side. Subsequently, the patient was revised due to poly disassociation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 320-06-42 - glenosphere 42mm: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6). 320-15-06 - rs glenoid plate ext cag +10mm cage peg: (B)(6). 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-42 - eq rev comp scr lck cap kit, 4.5 x 42mm: (B)(6). 320-20-42 - eq rev comp scrlck cap kit, 4.5 x 42mm: (B)(6). 320-20-42 - eq rev comp scr lck cap kit, 4.5 x 42mm: (B)(6). 320-20-42 - eq rev comp scr lck cap kit, 4.5 x 42mm: (B)(6). 320-20-42 - eq rev comp scr lck cap kit, 4.5 x 42mm: (B)(6). 321-52-07 - 3.2mm drill bit sterile: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.